Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Additionally, it was reported the pump looped back to the load fill tubing process for an unknown reason. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.